Event description:
It was reported that during surgery, the post was found broken. All pieces were removed from the patient. No confirmation of delay has been received. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. The quality lab analysis concluded that the articulating and non-articulating surfaces of the insert are worn and damaged. The locking detail is also damaged. The post is broken off the insert. There were no observations of material or manufacturing deviations in the course of this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.